Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that when the controller and stimulation are turned on, everything will be charged and intermittently the controller will shut off, as well as stimulation. Rep states the patient will reset their controller by taking out the lithium battery, which initially resolves the issue and then it will happen again. Rep also states they witnessed this in clinic. This began last week. Technical services (tss) sent request to repair to replace the li battery.

Event description:
Additional information was received from the rep. It was reported that it department suggested it may be due to remote battery issues. They are replacing batteries. Actions taken to tried making adjustments on remote, remote powered off, took battery out and re insert it stim was felt when remote powered back on. Actions taken is "patient has not received battery yet. " customer returned the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.